Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was programmed with multiple basal rates and monitored for several days and all registered properly in the daily total history. No unexpected suspend alarm was noted. The insulin pump was received with a cracked case at a display window corner, cracked battery tube threads and minor scratches on the display window.

Event description:
Customer reported issues with the insulin pump. The insulin is not being delivered. The insulin pump will be replaced. Nothing further reported.